Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a damaged display screen. Troubleshooting was unable to be completed at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during testing, the display screen was found to be scratched. Unrelated to the original complaint, the pump powered on to a dim, fading and discolored display screen. Additionally, the battery compartment was cracked. The returned battery cap was damaged with stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.